Event description:
One sample recovered 1.0 umol/l for ammonia. Same sample repeated gave result of 4.7 umol/l. Same sample repeated 3 more times, results recovered of 330.8 umol/l, 337.2 umol/l, and 339.8 umol/l. No information provided to determine if results were used to guide therapy. The field service representative performed performance check tests which were within specification.